Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular lead had a decrease in r-waves. The wavelet was on and was switched to monitor only. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead is having a variance in r-waves. The lead remains in use. No patient complications have been reported as a result of this event.